Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were third party repairs performed on the bending tube, connecting tube, suction cylinder, the control unit and on the zoom charge-coupled device. It was also confirmed that the image cannot be zoomed in and error e204 was reported upon startup with a resistance value as infinite. Additionally, it was observed that the monitor shows a white screen with no image (intermittently) due to damage on the charge-coupled device unit. Upon further inspection, it was observed that a metal part was sticking out from the breakage on the bending section cover due to damage on the bending tube. It was also confirmed that water tightness was lost due to a pinhole on the bending section cover causing some shadowing on the image. It was confirmed that there was swelling on switch one requiring button/ switch and switch unit replacement. It was also observed that the light guide lens had a chip. It was observed that the objective lens had a crack. It was also observed that the scope connector had corrosion. It was observed that the scope connector cover unit was dirty. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: suction cylinder, grip, control unit, switch box, image guide protector, universal cord and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had: a bent tube that is broken, the rubber is leaking, the image has watermarks, the tube has snake, the suction cylinder and other components have third party repair marks, the light guide snake tube is aging, the switch is swollen, the sheath is aging, the leak detection interface is dirty, the electrical part enters liquid, the sticker is discolored, the control part is scratched, the charge-coupled device cover glass is damaged, the light guide cover glass is damaged, the focusing functionality is faulty and error e204 was reported . The customer did not specify when these findings were discovered. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the bending tube was damaged, and a metal part was sticking out from the breakage on the bending section cover which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.